Manufacturer narrative:
.

Event description:
The patient reportedly developed an infection at the implant site. The patient was not treated for infection. The patient was explanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.